Event description:
It was reported that prior to an interventional procedure to insert an impella device in the heart, suture placement with two proglide devices were attempted in the right common femoral artery (rcfa) and the left common femoral artery (lcfa) using the preclose deployment technique. Reportedly, a suture retrieval issue and a knot lock occurred in the rcfa. In the lcfa, a suture retrieval issue reportedly occurred with three proglide devices. The arteriotomy was 7f and the sheaths were upsized to 13f in the rcfa and lcfa for the interventional procedure. The interventional procedure to insert the impella device in the heart was completed and hemostasis was achieved using manual arterial compression and a c-clamp in both the rcfa and lcfa. There were no reported adverse patient sequelae and no clinically significant delay in the procedure reported. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency the other four proglide devices referenced are filed under separate medwatch MFR numbers.